Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported stimulation was lost approximately 4 months ago. As a result, the ipg will not communicate with an external devices. Furthermore, the ipg is deemed inoperable. Follow-up identified surgical intervention was undertaken, explanting and replacing the ipg with a newer model. Stimulation was restored and effective postoperatively. The issue is resolved.